Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, three photos were provided for review. The partial view of catheter was visible in the provided photos where the needle was noted to be protruding beyond the catheter. Therefore, the investigation is inconclusive for the reported trocar needle length issues as the provided evidence cannot conclude the reported issue as only partial view of the catheter was visible. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain catheter. During preparation, the length of trocar needle was allegedly found longer than catheter. The procedure was completed by using another device. There was no patient contact.

Event description:
On (B)(6) 2025 a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain catheter. During preparation, the length of trocar needle was allegedly found longer than catheter. The procedure was completed by replaced with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.